Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the "open" button was pressed on the occluder, the bar graph on the central control monitor (ccm) went away. The device was not changed out, as the user was able to finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified that the bar graph disappeared on the central control monitor (ccm) intermittently after calibrating with tubing. The fsr removed the occluder module and occluder head. He installed a new occluder module (s/n (B)(4)) and occluder unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.